Manufacturer narrative:
The surgeon removed the left mandibular component due to infection. The surgeon plans to replace it after treating the infection.

Event description:
The left mandibular component was removed due to infection.